Event description:
Patient identifier: (B)(4). Date of event: best estimate of date of event is (B)(6) 2010. According to the information received, a distributor reported that a customer's mother made several unsuccessful attempts to catheterize her child. Distributor reports that eyelets were missing -- the holes were not punched in the catheter.

Manufacturer narrative:
The return of the device has been requested; however, the device is unavailable for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Review of the production records indicated that there were no issues noted during production, all inspections were completed and passed, and there were no related deviations/ncrs during the production of this lot. The complaint history was reviewed, revealing that this is the first complaint for this lot number. Follow-up 1: the device was received for evaluation. Visual inspection confirmed missing eyelets. Review of the production records indicated that there were no issues noted during production, all inspections were completed and passed, and there were no related deviations/ncrs during the production of this lot. The complaint history was reviewed, revealing that this is the first complaint for this lot number.

Manufacturer narrative:
The return of the device has been requested; however, the device is unavailable for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Review of the production records indicated that there were no issues noted during production, all inspections were completed and passed, and there were no related deviations/ncrs during the production of this lot. The complaint history was reviewed, revealing that this is the first complaint for this lot number. Device not returned for evaluation.

Event description:
(B)(6). According to the information received, a distributor reported that a customer's mother made several unsuccessful attempts to catheterize her child. Distributor reports that eyelets were missing -- the holes were not punched in the catheter.